Event description:
It was reported that this right ventricular (rv) lead was explanted due to being damaged or defective along with oversensing and not delivering pacing when required. A new pacemaker and right ventricular (rv) lead were successfully placed in a new position. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.

Event description:
It was reported that this pacemaker was explanted due to being damaged or defective along with oversensing and not delivering pacing when required. Upon interrogation, this pacemaker was stating that there were premature ventricular contractions (pvc) that were not actually there. A new pacemaker and right ventricular (rv) lead were successfully placed in a new position. It was noted that the likely cause was blood in the header from a possible loose connection. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was explanted due to being damaged or defective along with oversensing and not delivering pacing when required. Upon interrogation, this pacemaker was stating that there were premature ventricular contractions (pvc) that were not actually there. A new pacemaker and right ventricular (rv) lead were successfully placed in a new position. It was noted that the likely cause was blood in the header from a possible loose connection. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.